Manufacturer narrative:
The console was returned for preventive maintenance, and upon examining the automated impella controller (aic), it was discovered that a corner of rear housing was broken. Upon inquiry, information was provided by the customer that console was dropped. The console was further inspected and no other damage was observed. After housing replacement, the console passed all testing and operated within specification. The console data logs were received. However, the logs did not contain any information relevant to the reported event. The root cause for the console damage was mishandling during removal from aic cart. This report is being filed as part of a retrospective review of historical records.

Event description:
Field service engineer reported that the automated impella controller (aic) housing was damaged. The console arrived for an annual preventive maintenance service and upon opening the shipping box, the console was found to have significant visible damage to the housing. The shipping box did not show any damage. Additional information provided by the customer noted the console was dropped. There was no patient involvement.